Event description:
Reporter alleged the customer obtained the results of 416 mg/dl, hi (greater than 600 mg/dl), 175 mg/dl, 528 mg/dl and 156 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 416 mg/dl, hi (greater than 600 mg/dl), 175 mg/dl, 528 mg/dl and 156 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported.